Manufacturer narrative:
The service engineer (se) noted in the record that the issue was not duplicated, and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: ventilator restarted" diagnostic code (1101). The device was in clinical use when the issue occurred. The patient was moved to a different v60 ventilator. There was no delay in therapy and/or medical intervention reported. No patient or user harm was reported. The device was evaluated, and the service engineer (se) noted that no "check vent" alarms were observed while at the repair center. The se did confirm that a "check vent: ventilator restarted" diagnostic code (1101) was recorded in the event log. The se noted that no repairs were required for the error code, as it was noted that diagnostic code 3007 was also recorded at the same time. Per the service manual, when both 1101 and 3007 are recorded, no actions are required. No repairs were performed by the se. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.